Event description:
The company received information that suggested that the cuff leaked after three weeks in patient use. The customer reported that the tube was replaced, and there was no patient harm reported. The customer indicated that the same will be returned for evaluation.